Event description:
Pt received double saline-filled breast implants in 2000. One day in 2001, the pt discovered that the pt's right breast had deflated in size. The next day the dr determined that the implant was leaking. The leaking implant was then replaced 9 days later by the same dr with the same pip type implant. The complainant stated that a jackson/pratt drain was placed in the right breast to rid it of excess saline. The complainant stated that the jackson/pratt drain created a scar. After the pt received the replacement implant, the pt noticed a difference in size between the right and left breast. To confirm this, pt visited a second dr. A measurement was taken and there is a 2 mm difference. After implant done in 2000, pt found out that the pip type implants had been disapproved for use in a phone conversation with staff at dr's office, and also confirmed by 2nd dr, and also in the FDA web site. According to the complainant, the complainant had spoken to the agency concerning the recalled implant.